Event description:
It was reported that a tlc55 was used during an unknown procedure. It was reported by the affiliate that the knob stopped during firing and locked out. A new instrument was used to complete the case.